Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low pacing lead impedance, no capture in unipolar mode, automatic mode switch episodes and an insulation breach. The lead was explanted and replaced. The patient was stable.